Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitracli procedure. During the procedure, a mitraclip was advanced within the patient. While testing the clip, it was identified that the clip would not close. Troubleshooting was performed unsuccessfully. The procedure was discontinued, the final mr remained at grade 4+. There were no adverse patient effects or clinically significant delays reported.